Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Apart from failed battery test, the insulin pump also alarmed weak battery, bad battery, and battery limit out. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. Unable to perform functional testings or verify operating currents or low battery alarm, off no power alarm or battery out limit alarm due to failed battery test alarm. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. .